Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 258mg/dl. Customer treated with manual injection. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Pump received with broken battery cap, cracked reservoir tube lip, broken battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, scratched reservoir tube window, broken belt clip slot, and missing end cap sticker.